Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump over-delivered insulin to their body. The customer stated their blood glucose declined to 50 mg/dl as a result. Customer was able to raise their blood glucose to 57 mg/dl with food. The customer's current blood glucose was 112 mg/dl. The customer stated the drive support cap was normal on the insulin pump. Customer did not report any issues with the insulin pump. It was also found the customer was able to successfully fill the tubing and reservoir. The insulin pump will not be returned for analysis.